Event description:
Home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a drain cycle of the automated peritoneal dialysis therapy. Reportedly, the home pt had disconnected the transfer set from the pt line of the homechoice set during a dwell phase without pausing therapy. The home pt did not return in time for the following drain cycle, when the home pt returned the cycler was alarming. In an endeavor to clear the alarm, the home pt reconnected self to the setup. Baxter's techincal service center assisted the home pt in ending the therapy early. The home pt completed their therapy by setting up with new supplies. No pt injury or medical intervention was assoicated with this incident, per the home pt.